Event description:
It was reported that the customer's insulin pump has fog under the display screen. Customer states that she wears the insulin pump in her bra and the insulin pump screen fogs up every time but it goes away when it airs out. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).